Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple alarms during the night. Customer noticed a 200 point difference between the sensor glucose readings and the blood glucose readings. Customer also mentioned that he receives multiple threshold suspend alarm however does not always check the blood glucose readings. Customer declined troubleshooting. No further information reported.